Manufacturer narrative:
MFR ref. No: (B)(4). The device was received and evaluated by baxter. The pump was experiencing "door not fully latched" messages. Their error was caused by a severed motor mount screw. The motor mount screws were replaced.

Event description:
During baxter's evaluation of this spectrum pump, it was found to be experiencing "door not fully latched" messages.